Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the insertion sheath of the angio-seal device fractured into five pieces during the step "withdraw the assembly until blood stop". The doctor tried to remove all the fractured fragments in patient's body, however, there was still one missing fragment remain not found. Hemostasis was achieved after another angio-seal set was used. Acute limb ischemia caused by the missing fragment occurred after the patient transfer back to ICU. After surgery, the missing fragment of insertion sheath was found and removed from the vessel. Patient condition was stable. Additional information was received on july 9, 2018. The procedure being performed for the patient prior to use of the angio-seal device was a percutaneous transluminal angioplasty (pta) (left leg). A 6fr sheath was used. A pre deployment angiogram was performed, and there was no unsuitable condition observed at puncture site. There were no issues with insertion, deployment, or withdrawal of the device, other than stated fractured sheath. The puncture site was not at or below the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. An angiogram was performed to diagnose the occlusion/ thrombosis. Distal pulses were diminished (extremity cyanosis).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 8 fr angio-seal hemostatic sheath and arteriotomy locator were received for product evaluation. The arteriotomy locator and hemostatic sheath were returned with the carrier tube assembly, a partially opened polyfoil pouch, and a guidewire. All returned components were received in a header bag. The temperature sensor on the header bag had been triggered. Visual inspection revealed no visual anomalies with the carrier tube assembly or the guidewire. The hemostatic sheath was discolored yellow and multiple fractures were present. The sheath was returned in three pieces and there was evidence of a fourth piece that was not returned that contained the letter "a" to the distal tip of the sheath. All pieces were returned on the arteriotomy locator. The arteriotomy locator was not fully mated with the hemostatic sheath hub. The sheath was then examined under microscopy there were lateral cracks present along the entire length sheath. Each fracture point of the sheath was along a lateral crack. The crack lines were not evenly spaced but randomly distributed. Functional testing was performed to determine if the sheath would crumble. The sheath was bent by off-axis forces and a kink formed; the sheath did not fracture further. Another area of the sheath was tested and crack propagation occurred. The sheath was then pinched and no crack propagation occurred. This was repeated twice along the length of the sheath with no variance in the result. Further testing was performed on unused samples. One unused hemostatic sheath was exposed to 70c for 48 hours to determine if the temperature could cause the cracks. No anomalies were noted on the sheath after this exposure. Next, another unused sheath was exposed to uv light for four hours. The sheath was stiffer, cracks were not duplicated, as on the returned sample. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on july 27, 2018. The device was stored on the shelf in the air-conditioned surgery room without any interference of uv light disinfection.